Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused normal saline solution during testing in the outpatient cancer treatment unit. A 100-ml of normal saline was set to be infused at a rate of 750-ml/hr using administration set 2c6425. The pump stated the infusion was complete when it was not, and the user had to program an unspecified additional volume into the pump to infuse all 100-ml. When the infusion was complete, the pump displayed that 119-ml was infused instead of the actual 99-ml that was verified to be infused. It was also reported there was no patient injury.